Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 18 to 72 mg/dl at the time of the incident. The customer was at 450 mg/dl at the time of the call after the low was treated. The customer was given glucose gel and intravenous glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated they had performed trouble shooting previously and they got an unspecified error. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
The information the section b5 was incorrect in the initial report. The correct information has been provided with this report.

Event description:
The caller stated they had performed troubleshooting and they did not receive an error .

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.